Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was beeping repeatedly but nurse did not know why. Mss walked the nurse through looking at the event log and it had alert 50 (patient temperature 1 erratic), alarm 14 (patient temperature 1 probe out of range) and alarm 15 (unable to obtain a stable patient temperature). They had an esophageal probe in temperature port 1, rectal probe was also available. Nurse switched the probes and device no longer alarming. Nurse stated that the flow rate was 3.2lpm, patient temperature was 37.1c, target temperature was 37c, water temperature was 19.4c, inlet pressure was -7.1psi, service hours were 8437 and pump hours were 7736.

Event description:
It was reported that the arctic sun device was beeping repeatedly but nurse did not know why. Mss walked the nurse through looking at the event log and it had alert 50 (patient temperature 1 erratic), alarm 14 (patient temperature 1 probe out of range) and alarm 15 (unable to obtain a stable patient temperature). They had an esophageal probe in temperature port 1, rectal probe was also available. Nurse switched the probes and device no longer alarming. Nurse stated that the flow rate was (B)(4), patient temperature was 37.1c, target temperature was 37c, water temperature was 19.4c, inlet pressure was (B)(4), service hours were 8437 and pump hours were 7736.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the rectal probe ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.